Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead exhibited high impedance on lv1 associated vectors. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.